Event description:
Staff noticed fluid accumulating around the connection between the medication syringe and tubing. A pool of sticky liquid was also noted to be on the floor. Once this was discovered, a new pge syringe was obtained from pharmacy. Upon closer assessment of previously hung syringe and tubing, a long crack was seen running down connection port of tubing which was the source of the leaking.